Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of discrepant results for 3 patient samples tested for troponin t hs (high sensitive) on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The results for patient 1 were 15.2 ng/l and 83.5 ng/l. The results for patient 2 were 11.4 ng/l and 68.2 ng/l. The results for patient 3 were 18.2 ng/l and 90.1 ng/l. It is not clear which results were believed to be correct. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and checked the sample probe and sipper height. The measuring pipeline was flushed. The problem has not recurred after the service visit.

Manufacturer narrative:
Clarification was received that the high troponin t hs results were questioned by the customer. The initial result for patient 1 was 83.5 ng/l. The repeat result was 15.2 ng/l. The initial result for patient 2 was 68.2 ng/l. The repeat result was 11.4 ng/l. The initial result for patient 3 was 90.1 ng/l. The repeat result was 18.2 ng/l.